Event description:
A report was received that during the patient's implant procedure the physician had to perform a wet tap to treat a dura puncture.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, (B)(4) and (B)(4), model description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.